Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. The customer alleged discrepant results generated for the cobas® 6800/880 sars-cov-2 480t assay. A customer from (B)(6) alleged potential false positive results for 12 patients¿ samples tested with the cobas® 6800/880 sars-cov-2 480t assay. The customer reported that 12 previously tested patients¿ samples analyzed on the cobas® 6800/8800 sn (B)(4) generated target 1 positive and a target 2 negative results in 6 different control batches. The 12 patients¿ same samples were repeat tested in one controlled batch and analyzed on a different cobas® 6800/8800 sn (B)(4) that generated target 1 negative and target 2 negative results for the 12 patients¿ samples. No harm or injury was indicated. No information on sample collection or handling was provided. Unknown if he results were reported out to the patients and/or personnel treating the patients. The investigation to assess the customer allegation has not yet been completed.

Manufacturer narrative:
Investigation is ongoing. A follow-up report will be filed upon the completion of the investigation. The customer issue has been alleged on the cobas 6800 system. The test used on the cobas 6800/8800 system is the cobas® sars-cov-2 - 480t eua (B)(4), product code: qjr). The product catalog number for the test is 09343733190 and the UDI is (B)(4). A batch MDR is being submitted to represent the 12 samples in this run. This will represent one event on a single device as per FDA guidance. (B)(4).

Manufacturer narrative:
The analytical unit of the cobas analyzer was returned and an investigation on the unit did not identify an issue. A CAPA was initiated. Per the investigation, the underlying technical root cause is optical spatial cross talk, which in specific situations (high positivity rate on the plate with similar CT values of true positives with high rfi values around a negative sample) in combination with the asap (assay specific analysis package) setting may lead to false positives. Asap is a software which contains all assay specific parameters and definitions. Based on the evaluation of global complaint data and the quantity of tests sold globally, the frequency of occurrence is estimated to be 0.00004% or 1 in 2.5 million test results. A false positive rate anywhere in this range would not cause an impact to the overall performance of the test or the test¿s specificity. While a false-positive result for sars-cov-2 could lead to cohorting with others with true sars-cov-2 infection and transmission of the infection to the erroneously diagnosed patient (including those at high risk due to comorbidities), prior vaccination and the availability of antiviral medications and other treatment modalities can reduce the likelihood severe illness, hospitalization and/or death. The latter also mitigates the risk for those who may defer protective measures because of assumed natural immunity. However, patients with risk factors for severe disease would be less likely to relax their precautions. Taking the low rate of false positive occurrence and the low probability of subsequent patient safety impacts together, the false positives are unlikely to cause adverse transient or severe adverse events. Additionally, no harm was indicated in the current case. An updated asap version with optimized settings will be made available. (B)(4).